Event description:
It was reported that the patient had a wound infection treated surgically. It was noted that the pump was removed. It was reported that the pump was used to infuse an unknown drug.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), explanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Additional information was received and it was reported that the patient had an infection at the pump site with symptoms of redness, drainage, and pain. The patient was treated with IV (intravenous antibiotics) and a total device system explant. The device system was delivering prialt.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).